Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the hose on the motor device was damaged, had low power, made excessive noise, was difficult to assemble and disassemble and some components were damaged. It was further determined that the device failed pretest for hose assessment, housing pin height assessment, noise assessment: and rotational speed assessment. It was noted in the service order that the device was unable to lock the attachment in, the fixation pin was lodged inside the device and the hose was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.